Event description:
It was reported that this right ventricular (rv) lead presented noisy signals, with the patient been dependent, so it was capped and surgically abandoned, with a new device implanted. No additional adverse patient effects were reported.